Event description:
Customer ran an antibody screen on a patient with known anti-k using panoscreen lot 53435. Cell I reacted as expected (kell+ cell). The patient was transfused 2 units of red cells that were compatible at ahg phase and kell negative. The patient had suffered a transfusion reaction to include fever, chills, and lower back pain.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The integrity of the pre-transfusion sample and technican errors can not be ruled out as a cause of the event.